Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown. B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).

Event description:
Related manufacturer report number 3006705815-2024-01977, 1627487-2024-07508 and 3006705815-2024-01978. It was reported that patient had an infection at midline entry incision off to the right. The system was explanted at unknown date. Patient was reimplanted on (B)(6) 2024 and therapy restored.